Event description:
The clinician reports the implant was inserted on (B)(6) 2022 in ada 24. Details of surgery: implant surface not completely covered with bone, ridge augmentation and immediate extraction site. On 2022-12-05, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, mobility and abscess. No further patient complications were reported.